Event description:
Balloon rupture during procedure.

Event description:
Reportedly, a 2800, 27mm, heart valve was explanted after about a 7 year implant duration due to unknown reasons. No patient incident. The date of explant is unknown.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from a sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: heavy calcification is evident in the cusp area of leaflets 1 and 3. Minimal calcification is detected in the cusp area of leaflet 2. At the free margins, calcification is minimal to moderate in leaflet 1 and heavy in the leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. A tear is noted at the free margin of leaflet 1 at commissure 2. Calcification and cuts in the sewing ring are detected at the described tear. Host tissue overgrowth is moderate to heavy at the tissue inflow. It encroached onto the tissue and into the orifice by the greatest distance of approximately 6mm. The stent outflow exhibits minimal to moderate host tissue. The wireform is exposed at commissure 2 and 3, due to cuts in the sewing fabric. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.